Event description:
The pt had two leads (from the same lot). It was reported the pt was no longer receiving adequate coverage. It was also reported the pt was experiencing abdominal and rib stimulation. X-rays were taken and revealed both leads had migrated. Both leads were explanted and replaced. Stimulation and coverage were regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.